Event description:
It was reported that the sensor cannula seemed much shorter than other previously used sensors upon removal. The caller was advised to remove the sensor and insert another one. The caller also reported issues with the insulin pump alarming sensor error and with inaccurate sensor glucose readings from 2 previously used sensors. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.